Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed a chronic infection at the implant site which could not be resolved. Subsequently, revision surgery was performed on (B)(6) 2017. The implanted device remains.